Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced peritonitis and subsequently expired approximately two years later by the use of the product which was used for the home peritoneal dialysis.

Manufacturer narrative:
Section has been updated with information from a device evaluation. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 2937457-2016-00731 and 8030665-2016-00362. Additional information has been requested and will be submitted upon receipt accordingly.